Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #1 r-cem; cat# 5510-f-102; lot# st6lt. Triathlon prim cem fxd bplt #1; cat# 5520-b-100; lot# steey. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# x18l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Removal of right knee components due to infection.